Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced skin irritation around the sensor insertion site. Patient sought medical intervention on (B)(6) 2013 and was prescribed hydrocortisone. No further medical intervention was necessary. At the time of the call, patient's wife reported that patient was okay.